Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is fully intact; there was no peeling or damage was observed. The display screen has a pinkish contrast. The up and down keys are intermittently unresponsive and require excessive force to activate. The ok and contrast keys respond appropriately. Investigators removed the pump cover and replaced pink display with new test display. The test display has normal contrast and no indication of discoloration. The keypad cover was removed to further investigate; contamination was found under the all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the down arrow button. The patient reportedly wore the pump exterior to a garment and clean the pump with a washcloth and soapy water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.